Event description:
Additional information: it was reported that patient was paraplegic and developed an infection due to a pressure ulcer on the buttocks that was unrelated to the pump. Symptoms included fever and pain. A culture was obtained but the organism was unknown. The patient was treated with IV antibiotics. The infection resolved but the outcome was also reported as ongoing. The device system was used to deliver compounded baclofen an "other intrathecal drugs".

Manufacturer narrative:
(B)(4).

Event description:
Additional review indicated that indicated that the patient also had computed tomography (CT) scan.

Event description:
It was reported that patient was getting an MRI due to "some kind of infection". Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2008 (B)(6), explanted: unk; pocuh model: 8590-1, lot# n155514, implanted: 2008 (B)(6), explanted: unk. (B)(4).